Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the event date could not be obtained due to continued use of the pump overwriting the pump¿s history. The pump¿s history showed only typical usage alarms and warnings; there was no activity found related to the event. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all the keypad buttons were responsive to user input; no hypersensitive keys were observed. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was off the pump for about 2 weeks related to ups and downs in blood glucose levels; the reporter was unable to provide specific blood glucose levels at the time of the call. The reporter stated that they were unaware of what was going on with the pump and declined to troubleshoot the pump at the time of the call. The reporter stated that the patient was still going through puberty and the patient had not had settings adjusted in over 6 months. There were no reported blood glucose values to indicate a possible adverse event. This report is made based on the reporter's implied allegation that the pump may not have been delivering appropriately.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.